Event description:
It was reported that, "weld broken on latch broach handle only 4 months old."

Manufacturer narrative:
Visual examination, device history review, complaint history review, functional testing. Results: visual examination could not confirm the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Functional testing indicated that the device is in working condition. Conclusion: could not be determined since the instrument is functional.